Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported pt has been using the white button on top of the controller to turn on and off the device (instead of the arrow buttons to unlock her device) which most likely was inadvertently turning off her device. Pt was instructed to instead use the up or down arrow to ¿wake up¿ the screen and then push and hold the lock button until the screen changes to ¿searching for device¿. Pt said she has not been doing this to unlock her controller. This rep will also meet with pt on 11/23 to address any further questions. Pt was given earlier availability but pt said she cannot meet until 11/23. Pt was asked to call again if this continued to happen after she has been unlocking her controller the correct way that I explained to her. Pt has not called since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was the remote keeps shutting the stimulation off even though its fully charged. Pt noted it had done this since almost the first week of being implanted. Pt notified medtronic when they called for an update (pss made outbound call for more clarification and ps agent reached the pts voicemail), now its been two days where pt had the implant fully charged. When the pt was with their physician and pain specialist on the other side because pt had one for medication and one for interventional medicine; the pt was with the physician assistant and the pt showed them the system and it was off even though the system was fully charged. Pt stated they had to charge it all the way down the lines for the 4 leads up there 2 or 3 days ago and today pt went to turn it on and it said stimulation off. Pss understood the pts stimulation was turning off even thought the pt did not turn the stimulation off manually. Pss reviewed role of a medtronic representative and pss emailed local field representatives informing them about reported issue.